Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. All demographic information on the regulatory document states "confidential".

Event description:
It was reported that bd spinal needle had a poor connection to the syringe and leaked. The following information was provided by the initial reporter: does not fit the syringe perfectly, causing chemotherapy medication to leaking.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: in addition to no records being identified that could have caused this complaint during the review of the batch history, corrective maintenance, and nonconformance records, based on the complaint description, it was not possible to associate the defect with the packaging process performed at (B)(4). Based on the investigation results so far, it has not been possible to determine a root cause for this complaint.